Event description:
It was reported that the customer did not receive an insulin pump today. Customer stated that she needs the pump due to the insulin that she uses. Customer stated that it was not working well with her blood glucose levels. Customer's blood glucose level was at 525 mg/dl. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-11435.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The functional testing could not be completed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.